Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. A motor noise was noted during the rewind due to a faulty motor. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received six compromised forced sensor alarms during priming. Customer states drive support cap was protruded. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.